Manufacturer narrative:
Fields results and conclusion codes updated. The investigation did not identify a product problem. The cause of the event could not be determined. The calibration signals and qc values are within specifications. From the information and data provided and the analysis thereof, a general reagent issue most likely can be excluded

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for elecsys tsh (tsh) on a cobas 8000 e 602 module. The initial result was 0.035 miu/ml. The sample was repeated twice with results of < 0.005 miu/ml and < 0.005 miu/ml. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The tsh reagent lot number was 37973200 with an expiration date of 31-jul-2019. Qc results were within the acceptable range. On 05-apr-2019 the field service engineer (fse) performed precision testing with passing results. Instrument performance testing was also completed.